Manufacturer narrative:
No unexpected failed battery test alarms or low battery alerts were found during testing. The unit passed the displacement test and off no power test. The operating currents were within specifications. The unit had a corroded battery tube, corroded battery cap (p) contacts, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot, and a stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the batteries had been draining quickly and received failed battery test alarms. The customer's blood glucose level was unknown. The customer was sent a replacement battery cap and after receiving it, the customer received a failed battery test alarm. The customer's device was replaced and returned for analysis.